Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and verified that the system would not start. The fse replaced host computer, installed licenses, configured the system, and ensured the system was functioning correctly. The defective host pc was returned for analysis, and testing confirmed that the dvd drive was defective and unable to access files on dvd discs. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.